Event description:
The rptr had experienced er1 messages sporadically for six weeks before calling lifescan, after hearing of the surestep replacement program on the news. She stated that when she obtained the er1 message, she would turn the meter off, turn it on again, retest, and get a result which was "always high, probably in the 300's or 400's." She seldon checks the confirmation dot on the back of the strip. No medical advice was sought as a result of er1 messages or high readings.